Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was used during a procedure to treat a stricture due to esophageal cancer (patient age unknown). According to the complainant, approximately four weeks post procedure, the patient began to experience dysphagia. An x-ray was performed and revealed that the stent had migrated from the patient's esophagus to the stomach. There are currently no plans to replace the stent at this time. However, the physician indicated the stent will need to be retrieved from the patient's stomach at a future date. As of the report date, the patient was reported to have been tolerating the stent.